Event description:
It was reported that the customer received a cartridge alarm during the operation of the pump. There was no available information about the customer's blood glucose level at the time of the event. The pump was still under warranty, and technical support advised a replacement of the pump. The customer was informed about the replacement process and provided with instructions for returning the faulty pump. The customer, however, declined to disclose the backup therapy for insulin delivery and rejected the offer of goodwill cartridges.